Event description:
It was reported that the patients lead had a suspected fracture as revealed through xray.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 18518945.